Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of shortness of breath with minimal exertion when lying down. The symptoms were noticed since weeks and has gotten progressively worse. Upon interrogation, auto mode switches, intermittent loss of atrial capture and ventricular pacing due to refractory sensing of p-waves were observed. Ventricular paced percentage was higher than normal. Intermittent loss of capture was observed when the patient stood up and continued for a short period of time after the patient seated again. Programming change was made. The patient was stable. In the next day follow up, chest x-ray revealed atrial lead dislodgement. The lead revision was discussed but not scheduled yet. Shortness of breath was still noted.